Event description:
About 1-2 weeks post implant, after the patient had been taken off of oral meds, the patient was admitted to the ER with withdrawal. The ER wanted to give the patient suboxone, but did not due to the pump. In (B)(6), the patient was at home and getting > 50 % pain reduction. The patient had side effects of sluggishness and couldn't get anything done. The patient was unsure if she liked the pump and had an appointment in (B)(6) to discuss with pain doctors. The patient's next refill was in (B)(6). The pump was delivering morphine. In (B)(6), the hcp reported that the patient had a perforated bowel due to crohn's disease with abdominal pain and nausea. The patient's outcome was unknown as the patient was being treated by another hcp. In (B)(6), it was reported that the patient was scheduled for a refill in (B)(6), but the patient had dismissed her hcp because she was trying to get approval for other medications that her bowel hcp was suggesting to get her bowel settled down. The patient's hcp told her he would ''worry about the pump but she can figure out the rest of it.'' The patient saw another hcp for the pump and he removed 40cc from the pump in (B)(6); the exact date was unknown. The patient was scheduled to be seen by her hcp that had done numerous back surgeries on her for removal of the pump due to other health problems and because the pump was not working for her. It was noted that the patient had been in the hospital from (B)(6) for a perforated bowel. The perforation was below where the pump was implanted. The date for removal hadn't been set, but they were looking at possibly (B)(6).'' Further evaluation was being done to determine the issue with the bowel, but they were wanting the pump removed. In (B)(6), it was reported that the device was scheduled to be removed; the date was not provided.

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.